Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro activated upon connecting to the power cable. This occurred after tunnel dissection but prior to branch ligation. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)